Event description:
Three days after heartware lvad implantation, the patient developed a pericardial tamponade. A preliminary review of the controller log files indicated low power consumption and low estimated flows. During surgery, no bleeding was seen although clots were noted around the anterior right atrium and right ventricle. Following surgery, the patient¿s condition was complicated by respiratory insufficiency, further renal impairment, poor perfusion and right heart failure. The patient¿s condition continued to deteriorate and the patient expired approximately two and a half weeks after implantation. An autopsy was not performed and the pump was not explanted. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. The reported low flow alarm events were confirmed though the review of the controller log files. The cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.